Event description:
It was reported that the device had air in line when nurse was doing demo. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: describe event or problem annex a: a0401 annex g: g07001 annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, concomitant med prod data, device eval by manufacturer? Annex a: a0709, a090103 annex g: g0600101, g0301201 annex b: b01 annex c: c02 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module not alarming when it had accumulated air was replicated by laboratory testing. ¿ the suspect pump module single air detection was set for 250¿l with accumulated air enabled. ¿ the suspect device passed worst case testing for single air bolus detection and alarmed as the design intended. ¿ the suspect device did not pass the accumulated air test, the ail sensor was replaced for a known-good dchu laboratory testing part for testing purposes only, and the test was repeated. This time the pump module alarmed for accumulated air in line as expected. ¿ a review of the device logs showed that the ail bolus limit was set to 250 ¿l and the accumulated air was enabled on the incident device. ¿ the alaris system user manual v9.33 says that if an alarm air in line appears in the infusion, the response of the alarm is ¿ensure that the tubing is properly installed in the air-in-line detector. If air is present, clear the air from administration set press the restart key, or press the channel select key and then the start soft key¿ ¿ additionally, the bd alaris pump module air in line tip sheet states, when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) ¿ the device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). Notes to repair center: please re-torque all screws. Please replace ail sensor. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had air in line when nurse was doing demo. There was no patient involvement. It was further reported primary infusion of normosol with an attached secondary infusion of zosyn was to be delivered over 30 minutes. At the completion of the zosyn infusion the nurse noticed a "striping effect" (fluid, air, fluid, air) extending down the primary IV set (#2420-0007) and when the set was removed from the pump she saw the same fluid, air, fluid, air within the pumping segment. The secondary set was a b braun secondary IV set with universal spike and spin-lock connector and IV bag hanger product (# v1921). It was also communicated that the pump module did not alarm air in line. Clinician had to manually stop the infusion. Clinician also stated she noticed a kink about 6¿ above the upper fitment of the primary set. Clinician hypothesized that possibly due to the kink, air was being pulled into the primary set from the empty zosyn bag.